Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The leads were returned from the funeral home. Subsequent testing revealed out of specification findings. The pacing lead and defibrillator lead were in use for approximately nine years and four years, respectively. Available information revealed the patient expired after a short illness. Additional information including the cause of death was requested but could not be obtained and no other I nformation is available.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.